Manufacturer narrative:
(B)(4). D10: associated product information, part number (lot number): ¿ 110031425 (60032006) and ¿ 115310 (j7630339). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left reverse shoulder arthroplasty and is being considered for a patient-matched implant revision procedure approximately two (2) months later due to dislocation of the glenoid component. The patient has reported severe pain, loss of motion, and instability, and intends to be revised as soon as the specialized products become available. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: associated product information, part number (lot number): 110031400 (66198749), 110031425 (60032006), 113617 (65722501), 115310 (j7630339), 180552 (unknown), 180553 (unknown), 180554 (unknown), 180559 (unknown), 180560 (unknown), the reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.